Manufacturer narrative:
Name: (B)(6), country: united states of america, street: (B)(6) . Patient country: belgium. Request was performed for additional information including lot number; however, lot number was not provided. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off due to playing on (B)(6) 2026.